Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The submitted log file did not reveal any unusual events and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The heartmate 3 lvas instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Electrocardiogram (EKG) on presentation revealed two to one atrioventricular block with prolonged qrs consistent with a diseased conduction system. Patient was evaluated by electrophysiologists and ended up with a pacemaker. Patient received pacemaker, and currently stable at home.

Manufacturer narrative:
Approximate age of device ¿ 7 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient went into supraventricular tachycardia (svt) with rate of 200s. Patient was cardioverted at outside hospital. Log files are all pi events. The log file analysis showed the event log was essentially all pi events.